Event description:
It was reported that the camera head exhibited a hole and a slide on the cord. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty coupled charged device (ccd). A definitive root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: a dead pixel found on image was due to faulty coupled charged device (ccd). Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.